Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82271638 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 4mm 20cm saber balloon was exploded. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained.

Manufacturer narrative:
As reported, the 4mm 20cm saber percutaneous transluminal angioplasty (pta) balloon catheter was exploded. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained. One product was returned for analysis. A non-sterile ¿saber 4mm20cm 150¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that no damages or anomalies were observed during the unaided eye visual inspection. The balloon was received deflated. A syringe used in the procedure was sent with the device. Functional testing was performed using an inflator/deflator device attached to the inflation port. Positive pressure was applied with the purpose of reaching the rated burst pressure. During this test, a leak was observed in the shaft of the catheter near the proximal end of the balloon body. Due to the leak observed, sem analysis was executed to evaluate the possible attributable cause to the identified damage. Results showed the presence of multiple scratch marks in the shaft zone affected. These scratch marks are normally attributed to the interaction of the affected material with sharp edged materials. A product history record (phr) review of lot 82271638 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed during functional analysis as no anomalies were noted to the balloon material. However, subsequent findings of ¿body/shaft leakage¿ was confirmed via device analysis. The exact cause could not be determined. Device analysis revealed the body/shaft was torn and a leakage was noted from the torn area upon functional analysis. The outer surface of the shaft presented evidence of scratch marks near the torn area. Based on the information provided it appears the body/shaft leakage was caused by the interaction of the shaft material with a sharp object. It is likely vessel characteristics, although unknown, and procedural factors may have contributed to the reported event as calcification can damage the body/shaft material during crossing. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 4mm 20cm saber balloon was exploded. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained. Addendum: product evaluation revealed a leakage on the body/shaft of the saber pta balloon catheter.